Manufacturer narrative:
Device evaluation summary: the implant was returned along with the snare, which was stuck in the microcatheter. The coil pusher was not returned. Without the return and evaluation of the pusher, the investigation is unable to determine the mode of separation (i.e. Unintentional vs normal detachment using a detachment controller). No notable conditions were found on the returned microcatheter. The implant was returned damaged, which is consistent with using a snare device to retrieve it as indicated in the complaint. Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, the product analysis could not be performed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during coiling of a previously treated recanalized basilar aneurysm with stent in place, the last embolization coil unintentionally detached during repositioning. A goose neck snare was used to successfully retrieve and remove the coil. Patient is doing well.